Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The k electrode was last changed on 03-feb-2025. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested for potassium (k) on a cobas b 221 6 roche omni s6 system. Initial result: 14.94 mmol/l. The customer questioned the initial result as it did not match the patient's previous results. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 5.87 mmol/l (tested on another cobas b221). The repeat result was deemed to be correct as it was consistent with the patient's history.

Manufacturer narrative:
Errors were detected, indicating contamination. The issue was pre-analytical and related to sample handling, as it was consistent with contamination for the first sample measurement that influenced the k value. Additionally, an expired k electrode was used, and the electrode was installed more than three months after the "install before" date. The issue was solved by changing the electrodes, and it was also related to sample handling. Based on the investigation, there was no indication of an analyzer or electrode malfunction. The investigation did not identify a product problem. The cause of the event was due to an exceeded shelf life/ expiration date.